Manufacturer narrative:
Concomitant product(s): model: 5076-45, lead; implanted: (B)(4) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) phoned in requesting a technical inquiry regarding and an egm that showed ventricular oversensing of t-wave oversensing (twos). Reprogramming was completed and the twos was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.